Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient hasn't turned it on in a while because she was not getting much relief from it and due to the lost antenna cord, she was not able to adjust it, and it was on too high prior to losing the antenna. The patient was having charging difficulties. According to the patient, she got more relief with the trial. The patient reported not using the stimulator for a couple of months because it would take hours to get up and going. She had a hard time charging it, she has to suck it to her skin so tight, it actually hurts to charge it, and charging leaves her really sore. Also, it was indicated that the stimulator was placed for lower back and since the implant, the patient has aching pains where they put the leads. Additional information was received from the healthcare professional on march 4th, 2019 that the implantable neurostimulator (ins) battery was dead,. The patient has not used the device or turned the device on in so long. On march 5th, additional information was received from the manufacturer representative (rep) that the patient's device was over-discharge. There were no further complications or anticipations reported with this event.